Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges his grandmother fell asleep using the heating pad then awoke to burns on her thigh and leg. There was not a report of property damage with this incident.